Manufacturer narrative:
(B)(4). Batch # m91c0a the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did bleeding occur when vessel was cut with devices? Yes, clip positioned, vessel cut, and then bleeding. If bleeding, how much bleeding occurred (please quantify amount)? Less than 100 ml if bleeding occurred, was third device sufficient to control bleeding during procedure? Yes. Were any blood products given? No. Were there any changes to procedure or post-op patient care? No. Can you please clarify what is meant by the "surgeon noticed that the clips were dislocated, staggered...". The clips were dislocated in the site in which were applied. Does dislocated mean the clips did not hold on the vessel? Please clarify what is meant by "staggered". For staggered we meant that the clips¿ legs were not aligned. Can you determine the amount of minutes the "intervention was prolonged"? The intervention was prolonged for about 30 minutes.

Event description:
It was reported that during an intervention of cholecystectomy procedure, the clips applied by the device seemed properly closed above the cystic duct and the cystic artery. After the cut of the vessel and duct and after removal of the gallbladder, the surgeon detected a bleeding and a biliary leakage into the abdomen. The surgeon noticed that the clips were dislocated, staggered and not closed as intended. The surgeon replaced some clips on the artery and cystic duct by using a new device. Case prolonged (amount of time unknown). There were no adverse consequences for the patient reported.